Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance out of range. Technical services (ts) was consulted and recommended further testing. No alerts were triggered. The lead remains in service. No additional adverse patient effects were reported.